Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The testing result by the user facility cleared the french guideline. Olympus medical systems corp. (Omsc) reviewed the manufacturing history of the subject device and confirmed no irregularity. It was also confirmed that this device was manufactured on august 9th, 2016. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing at the user facility, the subject device tested positive for kocuria rhizophila (1 cfu/endoscope), micrococcus luteus (1 cfu/endoscope) and staphylococcus sp (1 cfu/endoscope). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.